Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunction was identified during the device malfunction: failure in gi board (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: due to a failure in gi board (printed circuit board). The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported high-definition liquid crystal display (lcd) monitor had the display turned off. There were no reports of patient harm.